Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported clip remaining on the distal end of the device was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar clip remaining on the distal end of the device incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6fr sheath after a peripheral interventional procedure. Reportedly, the clip failed to deploy. The clip remained on the distal end of the device. Manual compression was applied to achieve hemostasis. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.